Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the ICU nurse initiated a piperacillin-tazobactam 2.25g infusion to infuse over 30 minutes. The nurse noted that the secondary medication was infusing rapidly and stopped the infusion. The device was checked and the history was downloaded to find no user error or indication of a device malfunction. It was determined by the customer that the secondary infusion backflowed into the primary infusion of nacl. Although the patient required a review of medications, the customer stated that there were no adverse effects caused to the patient from the event.

Event description:
It was reported that the ICU nurse initiated a piperacillin-tazobactam 2.25g infusion to infuse over 30 minutes. The nurse noted that the secondary medication was infusing rapidly and stopped the infusion. The device was checked and the history was downloaded to find no user error or indication of a device malfunction. It was determined by the customer that the secondary infusion backflowed into the primary infusion of nacl. Although the patient required a review of medications, the customer stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of secondary back flowed into primary was confirmed. Visual inspection of the set noted no damage or any anomalies. The check valve was visually inspected under magnification and noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed blue fluid to have gone past the check valve indicating a failing check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The check valve failure was due to a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause for the presence of the pvc particle was not identified.